Event description:
It was reported by the china food and drug administration (cfda), adverse reaction event center of (B)(6) , and not reported directly to medtronic by the customer that while in use on a patient, this 840 ventilator displayed a hardware alarm on screen and stopped delivering breaths. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported by the china food and drug administration (cfda), adverse reaction event center of shanghai, and not reported directly to medtronic by the customer that while in use on a patient, this 840 ventilator displayed a hardware alarm on screen and stopped delivering breaths. The ventilator was not made available to medtronic for evaluation. The customer reportedly evaluated the unit, performed the extended self test (est) and the unit was reported to be in working condition. With the information available, the cause of the event could not be determined. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.